Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was unable to increase stimulation. A full diagnostic was performed on (B)(6) 2011. The sjm representative noted there were invalid contacts on the pt's lead. It was reported the pt could not feel stimulation when the valid contacts were used. An x-ray was scheduled. Attempts to determine the next course of action were unsuccessful.